Event description:
I used bd jamshidi needle for bone marrow collection. It was reported by pathologist that metal fragment was observed on histology slides. I did not observe said metal in gross core biopsy, but it was noticed via microscope. Other providers in my clinic have also recently reported metal fragments grossly in the core biopsy (without microscope). We have since stopped using this manufacturer's product.